Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into an off-label insertion site, on (B)(6) 2025. On (B)(6) 2025, the patient, who was primarily bed-bound but able to transfer to a commode, slipped and fell out of bed. Several hours later, the patient reported feeling exhausted, and her cgm displayed readings between 45-60 mg/dl. No bg comparison value was obtained at that time. The patient¿s husband arranged non-emergency medical transportation to the emergency room (ER). Upon arrival, the patient¿s bg meter reading was over 1000 mg/dl, while her cgm continued to display 60 mg/dl. The patient was wearing a tandem insulin pump at the time. Subsequently, the cgm sensor failed, and both the pump and sensor were removed. The patient was diagnosed with diabetic ketoacidosis (dka) and multiple organ failure, resulting in a life-threatening condition. The patient¿s husband was unable to provide details regarding medications or treatments administered during hospitalization, as he was not present. The patient was discharged after approximately one month of inpatient care. No additional patient or event details were available. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.